Event description:
A malfunction alarm, identified by the code malf 12, was reported by the customer, but there were no notable events that occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer did not initially reset the pump for this issue, so technical support provided guidance on resetting the pump, and the customer successfully reset it. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to report any future malfunctions.